Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. Furthermore, a specific cause for the patient's infection could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists bleeding and infection (localized, driveline, pump pocket or pseudo pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. The IFU outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was bleeding with anemic tendency and transfused. The patient had a major bacterial infection, found through a blood culture. Drug therapy was administered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.